Manufacturer narrative:
Number PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: investigation summary: two (2) photos were returned for investigation and observed mixed assembled needle gauge. One (1) pcs of 22ga assembled needle was mixed with 23ga assembled needle. Investigation conclusion: observed mixed assembled needle gauge from returned photo. 1 pcs of 22ga assembled needle was mixed with 23ga assembled needle. Root cause description: from the assembled needle production plan, there are no back to back production of 22ga with 23ga assembled needle. From the syringe production plan, there was production of syringe with assembled needle 22ga before changeover to syringe without needle. After two batches of syringe without needle, the affected batch# 7012013 (syringe with assembled needle 23ga) was manufactured. Probable root cause could be improper line clearance was performed by the production technician during the product changeover from syringe with needle to syringe without needle. (B)(4).

Event description:
It was reported there was the wrong product in a bd 5ml syringe luer slip w/needle 23g x 1 1/4 in package found prior to use. There was no report of injury or medical intervention.